Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the report of no aim beam could not be confirmed however the glass cap and metal cap are detached and not returned. The glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of outer flow tube. The outer flow tubing open end exhibits minor scratch marks, slight melting, and torn. The fiber was tested with hene laser fixture, aim beam is present at fiber tip end. Based on device analysis, it is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture, and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device revealed that the glass cap and metal cap are detached and not returned. There was no patient injury reported.